Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further reported as the patient did not wear a mask. The event was manifested by abdominal pain, fever, and cloudy effluent. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Dianeal therapy remained ongoing. The patient's recovery status and outcome of the event were not reported. On an unknown date, the patient was retrained on proper aseptic technique. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). One month after peritonitis onset, the peritonitis was resolved and the patient was recovered from the event. On the same day, the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.